Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached alarm during testing. There was no patient involvement.

Manufacturer narrative:
D9. Date returned to mfg: 06-nov-2024 h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery door was missing, and lcd lens was cracked. Customer's complaint of, ¿cassette not attached alarm¿ was confirmed through nda (no disposable attached) work instructions. Ran pump with customers returned program from event log for ten minutes. "Cassette not attached properly" displayed after removing cassette. Event log also shows five occurrences of "cassette not attached properly". Probable cause was that device was out of calibration. Performed dso/uso (downstream occlusion/upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration.